Manufacturer narrative:
The instructions for use for the lasso catheter states "for one single use only". The device was resterilized and reused.

Event description:
The customer stated that during mapping of the pulmonary vein, the patient was diagnosed with brain infarction and a low voltage area on his frontal cortex was detected. It was reported that the patient right side was paralyzed, but became responsive and his condition was reported to be improving. The physician is of the opinion that air emboli from a competitor sheath (name on-file, if required) was the cause of the infarction. The catheter was reported to be resterilized and was reused. The prognosis for the patient was reported as satisfactory.